Manufacturer narrative:
(B)(4). An investigation is currently underway, upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a trellis. The customer the trellis 8 motor stopped mid-procedure. The trellis was running with no tpa in the treatment area in hopes to clear the area of clot with the action of the wire. The motor worked fine for the few minutes, and then the motor began to sound unusual. The motor stopped working completely. An attempt was made to remove the sinusoidal wave wire from the trellis catheter, but it was unsuccessful. Customer stated the process of removing the guidewire, the inflation/deflation channel of the catheter became blocked somehow. Customer was unable to take the proximal balloon down. Customer was forced to puncture the patient in the groin-region in order to syringe aspirate the proximal balloon. After deflating the balloon, the trellis catheter was removed from the patient with the wire intact. Once removed from the patient, the power switch on the trellis drive unit was accidently pressed on. The trellis wire (now half-removed from the catheter) began to oscillate. Overall, the majority of the guidewire inside the catheter was twisted upon itself.